Event description:
Customer exhibited symptoms of weakness and sweating. Her son checked her blood glucose on suspect device at 4:00pm and obtained a reading of 120 mg/dl. At 4:30pm, customer felt like passing out and retested at 129 mg/dl. Emts obtained a reading of 30 mg/dl. At hosp, she was treated with IV.